Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01232 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, three ablation treatments were administered. Roll-off was achieved for the first two treatments, but was not able to be reached for the final treatment. Post procedure, a 2cm blackish burn was identified at the electrode puncture site. Additionally, the account reported that the electrode was used in conjunction with a metal needle guide. The patient's condition at the conclusion of the procedure was reported to be good. The patient's burn was treated by a dermatologist. However, the manner in which the burn was treated is not known.